Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted to the hospital due to chest pain. At the time of the admission, the hospital noted that the pt's pulsative index (pi) had dropped. Log files and waveforms were submitted to the manufacturer for evaluation. While in the hospital, the pt went into multi-system failure and required multiple drips. The pi levels continued to drop and the pump power reportedly increased to as high as 12.5 watts. The pt subsequently became septic and the hospital suspected a clot may have developed.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.